Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller is a microprocessor unit that controls and manages the heartware system operation. It sends power and operating signals to the blood pump and collects information from the pump. The instructions for use (IFU) and patient manual warn the user to not operate the controller in temperatures less than -20'c (-4'f) or greater than 50'c (122'f) or the controller may fail. In addition the IFU cautions the user to always have a backup controller available and programmed identically to the primary controller. The patient manual also instructs the user to call their doctor immediately if they notice a sudden change in how the pump works, feels or sounds (even if there is no alarm). This issue has the potential to cause death or serious injury. Overheating may lead to burns or damage to the skin if it comes in direct contact. It may also lead to failure of the controller to work as intended leading to pump stoppage which has the potential harm for serious injury or death due to hypoperfusion, thrombus and associated sequelae including death. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
During a pump exchange for hemolysis and suspected pump thrombus (captured under (B)(4)), the perfusionist noted that although the patient's controller appeared to be functioning well, it appeared warm to the touch. The controller was exchanged during the pump exchange with no reported patient injury.

Manufacturer narrative:
Additional information received indicated that the controller was not underneath/covered with any materials such as blankets. The controller did not turn off. The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event could not be confirmed; the controller did not overheat during the bench testing. Analysis revealed that the device passed visual examination and functional testing. No failure detected, the reported event could not be duplicated at the bench level. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.